Event description:
The customer reported that the system gave "regulator failed" and "charger failed" error messages while in a procedure. The system had to be replaced with another unit. No injuries to patient or staff were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative replaced the battery pack. The system operates properly at this time.